Event description:
A patient underwent a port implantation procedure using the m.r.I. Low profile port. Post procedure on (B)(6) 2026, catheter leakage at the cervical elbow was confirmed by x ray. It was further reported that a fracture was also noted. As a result, the implantable chamber was replaced, and the implantable catheter portion (ipc) was cut during device removal. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low profile implantable port that are cleared in the us. The pro code and 510 k number for the m.r.I. Low profile implantable port are identified in d2 and g4 as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.